Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("two essure devices that are fragmented upon removal and range from 1.0 to 17.4cmin greatest dimension") in a 33 year-old female patient who had essure inserted (lot no. D18866-invalid) for female sterilisation. The patient had a medical history of overweight, painful breasts (has been having pain in both breasts for approximately 1 year. Pain is sometimes associated with her cycle. Pain has been getting worse over the last 2 weeks. Pain is located around both breasts and feels like a burning sensation.), depression, anxiety, genital herpes, spider bite (woke up this morning with burning pain on the base of her neck left side. Did not see a bite or spider or other bug, but states she has seen many brown recluse spiders in her home.), premenopause, umbilical hernia, dysmenorrhea, pelvic pain female, abnormal uterine bleeding and fibroids. Race - african american. Previously administered products included: depo provera for birth control. The patient had a family history of breast cancer and ovarian cancer. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1410 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy. Umbilical hernia repair). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.653 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report diagnosis: a. Uterus, cervix, and bilateral tubes: mild chronic cervicitis with reactive parakeratosis. Proliferative endometrium. Negative myometrium.negative oviducts, bilateral. Essure devices within uterine cornu, two. Specimen source: a. Uterus, cervix, and bilateral tubes clinical information: diagnosis/clinical information: painful and irregular menstrual bleeding procedure: laparoscopically assisted vaginal hysterectomy gross description: received in the left and right cornu are two essure devices that are fragmented upon removal and range from 1.0 to 17.4cmin greatest dimension. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage (10012575). According to bayer qa, lot number (d18866) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("two essure devices that are fragmented upon removal and range from 1.0 to 17.4cmin greatest dimension") in a 33 year-old female patient who had essure inserted (lot no. D18866-invalid) for female sterilisation. The patient had a medical history of overweight, painful breasts (has been having pain in both breasts for approximately 1 year. Pain is sometimes associated with her cycle. Pain has been getting worse over the last 2 weeks. Pain is located around both breasts and feels like a burning sensation.), depression, anxiety, genital herpes, spider bite (woke up this morning with burning pain on the base of her neck left side. Did not see a bite or spider or other bug, but states she has seen many brown recluse spiders in her home.), premenopause, umbilical hernia, dysmenorrhea, pelvic pain female, abnormal uterine bleeding and fibroids. Race - african american. Previously administered products included: depo provera for birth control. The patient had a family history of breast cancer and ovarian cancer. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1410 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy. Umbilical hernia repair). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.653 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report diagnosis: a. Uterus, cervix, and bilateral tubes: mild chronic cervicitis with reactive parakeratosis. Proliferative endometrium. Negative myometrium.negative oviducts, bilateral. Essure devices within uterine cornu, two. Specimen source: a. Uterus, cervix, and bilateral tubes clinical information: diagnosis/clinical information: painful and irregular menstrual bleeding procedure: laparoscopically assisted vaginal hysterectomy gross description: received in the left and right cornu are two essure devices that are fragmented upon removal and range from 1.0 to 17.4cmin greatest dimension. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage ((B)(4)) according to bayer qa, lot number (d18866) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("two essure devices that are fragmented upon removal and range from 1.0 to 17.4cmin greatest dimension") in a 33 year-old female patient who had essure inserted (lot no. D18866) for female sterilisation. The patient had a medical history of overweight, painful breasts (has been having pain in both breasts for approximately 1 year. Pain is sometimes associated with her cycle. Pain has been getting worse over the last 2 weeks. Pain is located around both breasts and feels like a burning sensation.), depression, anxiety, genital herpes, spider bite (woke up this morning with burning pain on the base of her neck left side. Did not see a bite or spider or other bug, but states she has seen many brown recluse spiders in her home.), premenopause, umbilical hernia, dysmenorrhea, pelvic pain female, abnormal uterine bleeding and fibroids. Race - african american. Previously administered products included: depo provera for birth control. The patient had a family history of breast cancer and ovarian cancer. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1410 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateralsalpingectomy.umbilical hernia repair). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.653 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report diagnosis: a. Uterus, cervix, and bilateral tubes: mild chronic cervicitis with reactive parakeratosis. Proliferative endometrium. Negative myometrium.negative oviducts, bilateral. Essure devices within uterine cornu, two. Specimen source: a. Uterus, cervix, and bilateral tubes clinical information: diagnosis/clinical information: painful and irregular menstrual bleeding procedure: laparoscopically assisted vaginal hysterectomy gross description: received in the left and right cornu are two essure devices that are fragmented upon removal and range from 1.0 to 17.4cmin greatest dimension. ¿concerning the injuries reported in this case, the following one/ones were described in ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage (10012575). : device breakage (10012575). The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. Event device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1388 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.